Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the catheter was kinked near the handle and the handle cannula was bent. Functional testing could not be performed due to the bent handle cannula. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02231 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used in the colon during a colonoscopy/polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed/unable to extend. Another captiflex medium oval snare was used and encountered the same issue the procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02231 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used in the colon during a colonoscopy/polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed/unable to extend. Another captiflex medium oval snare was used and encountered the same issue the procedure was completed with another captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.